Event description:
Event description guidant received information that the implantable lead dislodged in february and was revised at that time. Afterward, the problem appeared to be resolved. One month later, a rise in thresholds has been noted with a loss of capture 1.8 volts. Impedance and sensing are fine.